Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the on the prograsp forceps instrument derailed. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable located at the instrument's housing is derailed at the clamping pulley. The pulley cable grooves exhibit white residue. The other back end cables are not damaged. Failure analysis investigation also found that the instrument's pitch cable is frayed at the proximal clevis hub. The clevis does not exhibit any wear. The other cables at the wrist do not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.